Event description:
The hospital reported that while using vasoview hemopro 2, they noticed that one side of the jaws had the metal separated. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There were no procedural delays. They had to open another kit to finish the case with no other issues. There was no patient harm/effects due to the defective device.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4,d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000412961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.